Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely the following led to the malfunction: a poor communication occurred due to cable failure (such as disconnection). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head displayed no image (the image does not appear). The issue was found during inspection for use of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the no image displayed on monitor was due to bad cable. Additionally, it was found that there was a faded label on the rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.